Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Event description:
It was reported that the pta balloon was difficult to deflate and subsequently was unable to be retracted fully through the sheath. The device and sheath were removed as a single unit without incident. No further treatment was required. There was no reported pt injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the investigation is lot number unk. The device was returned in two segments. The catheter and balloon segment were unable be retracted or advanced through the introducer sheath, due to the balloon being prolapsed at the distal tip. The investigation is confirmed for a catheter detachment, as the other catheter detached near the proximal balloon glue joint. The investigation is also confirmed for retraction problems, as the balloon was unable to be retracted from the sheath and physical evidence of retraction issues were present (i.e. Introducer sheath flared and balloon prolapsed over distal tip). The investigation is inconclusive for deflation issues, as functional testing could not be performed due to the poor sample condition (i.e. Catheter detachment). It is possible that the balloon was not fully deflated prior to being retracted through the introducer sheath, resulting in retraction issues. It is likely that issues retracting the balloon through the introducer sheath caused the outer catheter detachment. However, the definitive root cause for the deflation issues could not be determined based upon the available info.